Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection of the lead revealed the lead was severed 110 millimeters from the terminal pin and only the proximal section was returned. There are set screw marks noted on the terminal pins and the proximal part of terminal pin was capped. The tip segment of the lead was not received. Laboratory result could not confirm the reported allegations.

Event description:
The right ventricular (rv) lead was explanted due to other issue that was unrelated to the allegation and was replaced with a new lead.

Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead had a subq array implanted, r-waves had decreased to 0.6 millivolts. The field representative inquired if the subq array would have impacted the r-wave measurements. Technical services (ts) discussed that the subq array would only plug into the df ports, not the rate/sense port; therefore, it would not affect sensing. Ts indicated that the rv lead position and function should be assessed at this point. No adverse patient effects were reported. Additional information indicated that the rv lead was pulled back into the atrium. A rv lead revision procedure will be performed in the near future.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.